Event description:
It was reported that catheter fractured occurred. The target lesion was located in the lower gastrointestinal. A direxion catheter-infusion was selected for use. During the procedure, the catheter was found fractured. The procedure was completed with another of the same device. No complications were reported, and the patient condition following procedure was stable. It was further reported that the target lesion was mildly tortuous and mildly calcified. The middle part of the catheter was fractured and was pulled out without any intervention during removal. The device was not entirely detached.

Event description:
It was reported that catheter fractured occurred. The target lesion was located in the lower gastrointestinal. A direxion catheter-infusion was selected for use. During the procedure, the catheter was found fractured. The procedure was completed with another of the same device. No complications were reported, and the patient condition following procedure was stable. It was further reported that the target lesion was mildly tortuous and mildly calcified. The middle part of the catheter was fractured and was pulled out without any intervention during removal. The device was not entirely detached.

Manufacturer narrative:
Device evaluation by manufacturer: upon receipt at our post market quality assurance laboratory, the device was inspected microscopically to reveal nickel shaft fractures at approximately 11.5cm, 41.5cm, and 51cm from the strain relief. The device was inspected with x-ray imaging to revealed occlusion in shaft. The occluded shaft failed to cross over a 0.18 inch guidewire.

Event description:
It was reported that catheter fractured occurred. The target lesion was located in the lower gastrointestinal. A direxion catheter-infusion was selected for use. During the procedure, the catheter was found fractured. The procedure was completed with another of the same device. No complications were reported, and the patient condition following procedure was stable.